Manufacturer narrative:
(B)(4).

Event description:
It was reported that the flange on the tracheostomy tube broke. During discussion with the customer, it was revealed that they cleaned the tracheostomy tube every two weeks and have been rotating them for 2-3 years. Customer claims this tracheostomy tube was only used for about three weeks. The tracheostomy tube was replaced and there was no patient harm reported.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The customer reported that the affected sample was "only in use about 3 weeks", however an analysis of the returned sample confirmed that it was manufactured prior to 2006. This was confirmed because the returned sample did not include the printed lot # and product manufactured after january, 2006 includes the lot # printed on the flange. The cannula was also observed to be discolored and worn at the snap head. The instructions for use recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. It also cautions that frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.